Event description:
10mm extraction bag fell apart inside of trocar. This ended up in patients abdomen. All parts were accounted for by surgeon, circulator, scrub tech, lap tech and resident. Procedural note: ..."the uterus, cervix, and bilateral fallopian tubes and ovaries were unable to be delivered vaginally due to size. The specimen was placed in an endocatch bag for later extraction through a mini-laparotomy incision... A mini-laparotomy was performed at the supraumbilical trocar site by extending the skin incision 4 cm. The underlying subcutaneous tissue and fascia were divided with bovie cautery. The endocatch bag was brought out through the laparotomy."...